Event description:
Caller states patient tested 3.1 inr on the coaguchek s system while a comparison lab returned as 1.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.